Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation inspite of numerous attempts to contact the customer for the return of the product.

Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR. To date the product has not been returned to MFR for eval. Any add'l event info will be reported when rec'd by MFR.

Event description:
The iab leaked. This was the only info available at the time of the initial report. Event complications: unk-reported 11/21/96. Pt's current status: unk-rpt'd 11/21/96.

Event description:
The iab leaked. This was the only info available at the time of the initial rpt. Inspite of several calls to the facility, the iab was never returned to datascope for evaluation. Event complications: unk - rpt'd 11/21/96. Pt current status: unk - rpt'd 11/21/96.